Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high flow insufflation unit, exhibited pneumoperitoneum pressure which was unstable. The issued occurred during an unknown operation using a da vinci surgical system. There was no delay, and it was completed on a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection. And the reported defect (abnormal/unstable pressure) was not confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been about 6 years, since the subject device was manufactured. Based on the results of the investigation, abnormal insufflation and the unstable operation of the gas meter were not confirmed. Therefore, the root cause of the event could not be determined. However, unstable pressure levels were likely, due to issues with connecting with trocars or combination devices, during insufflation causing possible air leakage or due to the patient's smaller cavity and target area, during the procedure. Moreover, the co2 gas supply pressure meters likely, malfunctioned, due to the facility's remaining gas or air supply,or because the gas pressure sensor in the k-connector u was malfunctioning and/or the printed circuit board (pcb) was temporarily unstable. This supplemental report includes a correction to d4 to provide information, that was inadvertently not included in the initial medwatch. An update has been made to d9 and h3. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.